Manufacturer narrative:
Follow-up #1: date of submission: 01/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the black box data showed a reboot on (B)(6) 2015 at 13:55; deliveries resumed at 14:28. During testing, the pump was exercised for 24 hours with no issues. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.